Event description:
The reporter indicated high thresholds were observed with a chronic lead. The dr decided to implant a screw in compatible lead. The lead connector from the new lead would not connect with the existing sidelock header; it pulled out very easily. A new generator was used, and the lead connected "snugly" with the sidelock.